Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.5mm x 40mm x 146cm coyote¿ es balloon catheter. There were no patient complications nor injuries reported.